Event description:
Per spontaneous communication from cnss (B)(6): "I received a call from the patient tonight stating that they performed two mixes because the cassettes were leaking out of the top where the blue connects to the cassette and they were having difficulties getting the air out properly. Patient burned through 3 mix kits as well as wasting 6ml (3ml per cassette) of remodulin with the cassettes that didn't work. Lot number 4046846." No other info available. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we[MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by health professional.